Event description:
It was reported that an infection occurred. There was reported incisional redness with streaking towards generator. There was no evidence of pocket or systemic infection. The wound was cleansed with a betadine swab and retained suture material was removed. The patient was placed on oral antibiotics. The implantable cardioverter defibrillator (ICD) remains in service. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) (B)(4), implanted: (B)(6) 2013; (B)(4) implantable tachy lead, implanted: (B)(6) 2013; (B)(4) implantable pacing lead, implanted: (B)(6) 2013. (B)(4).